Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded the reported fiber stopped working was confirmed as analysis identified a break in the fiber body 1cm from the input connector. It is probable that the break occurred due to excessive manipulation or bending of the fiber during the procedure. Analysis found that the metal cap exhibited mild debris adhesion on its surface. The instructions for use state the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. An overall conclusion code of unintended use error caused or contributed to event was assigned because the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Functional testing with the hene (helium-neon) laser fixture identified a break in the fiber body between the input connector and control knob. The break was 1cm from the input connector. The aim beam was present at the location of the break. The metal cap exhibited mild debris adhesion on it surface and the glass cap exhibited mild devitrification at the output window. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contribute to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 86,996 joules and 19:49 minutes of use. The fiber was immediately removed and the console was shut down. A second fiber was then opened and used to continue with the procedure.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 86,996 joules and 19:49 minutes of use. The fiber was immediately removed and the console was shut down. A second fiber was then opened and used to continue with the procedure.